Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that "a few days" following placement of a smiths medical portex® blue line® uncuffed tracheostomy tube the patient complained of pain. There were reported of sputum that was blood tinged coming from the tracheostomy (trach). The physician indicated that there was a possibility that the tip of the tube was hitting the wall of the trachea. There were no further adverse effects.